Event description:
According to the available information, it was not possible to remove the catheter. The balloon couldn't be deflated. The balloon was overloaded with ppi water until it burst.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn¿t find any other complaints on lot number 9899246. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn¿t found any other complaint on lot number 9899246. On 25th april, we did not received sample. Upon receipt complaint will be reopened and updated. Deflation issue was known and could come from various causes but according to the available information, we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on folysil product, defect: deflation difficult/impossible from march 2021 to march 2025, 58 similar cases were found. A rmf evaluation was performed based on criq 247 - risks identified 11603, 11604, 12606 ( hazardous situation: catheter balloon cannot be deflated (or with difficulty)) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, it was not possible to remove the catheter. The balloon couldn't be deflated. The balloon was overloaded with ppi water until it burst.